Event description:
Reporter indicated that pt had her vns device explanted and replaced due to painful stimulation. Device was not returned to MFR following explant. All attempts for further info are pending.